Event description:
Diabetes mellitus, periodontal disease, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, inadequate bone quality/quantity, mobility.